Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "self check failure " error message. No further information was available. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the device was not returned to zoll medical corporation for evaluation. Instead, the device was evaluated at the customer's site by a zoll field service representative. The customer's report was not duplicated during testing. The device passed functional stress testing including calibration on rcs kit and outgoing system testing with no discrepancies found. The device was recertified for clinical use. The device logs were not available as part of the onsite evaluation. Reports of this nature typically do not meet zoll's reportability requirements. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed with a "compressor flow calibration failure" during the calibration/outgoing system testing. Complainant indicated that there was no patient involvement in the reported malfunction.